Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the thermal damage was first observed during intraoperatively. There was sparking observed. It was cadiere forceps and fenestrated bipolar forceps instruments were in use when arcing occurred. The instrument was inspected prior to use. There was burn on the instrument. There was no injury to the patient.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The maryland bipolar forceps has been returned and evaluated by the failure analysis team. The instrument was found to have charring and localized melting at the grip base between the grips. The instrument does not show damage to the conductor wire. The instrument passed the electrical continuity test.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps sparked. The procedure was completing as planned with no reported injury.